Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the patient stated they had been an issue recharging the ins for the past 3 years. Patient mentioned they had been getting a message on their controller that says system problem rm06 when recharging the ins. Medtronic representative advised them to reset the controller but the issue still persisted. Patient stated that this is not the first time that this has happened, but it is happening more frequently lately. Patient noted they recharge the ins more often now. Patient mentioned that they normally get a good twelve hours out of a charge, but the other day they charged their implant to 100% and the implant battery died much earlier than they expected. One morning the patient recharge their ins but will stop at 70% . A replacement controller was sent out.